Manufacturer narrative:
Citation: chakravarty t percutaneous management of aortic root rupture during transcatheter aortic valve replacement with coil embolization. Circ cardiovasc interv. (B)(6) 2018;11(2):e005590. Doi: 10.1161/circinterventions.117.005590. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient who underwent implant of 29 mm medtronic evolut r prosthesis (serial number not provided). Adverse events included pericardial effusion, cardiac tamponade, moderate paravalvular aortic regurgitation and aortic root rupture which was treated with endovascular coil embolization of periaortic space. No additional adverse patient effects or product performance issues were reported.